Event description:
Experienced an allergic reaction with swelling, itchy face after receiving an orthovisc injection. Experienced all over pain and swelling and intense joint pain since, it has been 2 weeks. Dr decided that I do not get the 2nd shot as I have a history of an anaphylactic reaction, did not want to take risk due to the allergic reaction to 1st injection. I took a photo of what the allergic reaction looked like as my face had swollen. Date of use: (B)(6) 2017. Knee injury.